Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of an unknown sensor error is reportable based on the finding of a transmitter failed error message. No injury or medical intervention was reported.